Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsulectomy for histologic study and rule out lacg (alcl) because of periprosthetic seroma and capsular contracture baker grade iii." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: voids are observed. Deformation is observed. Creases are observed. Wear abrasion is observed. Black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed

Event description:
Healthcare professional reported right side "capsulectomy for histologic study and rule out lacg (alcl) because of periprosthetic seroma and capsular contracture baker grade iii." Healthcare professional additionally reported right side "non-specific chronic fibrosis and inflammation."device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional additionally reported right side "non-specific chronic fibrosis and inflammation."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported right side "capsulectomy for histologic study and rule out lacg (alcl) because of periprosthetic seroma and capsular contracture baker grade iii." Device has been explanted and replaced with non allergan device.